Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding an external device to an implantable pump infusing unknown drug. It was reported that the patient reported " the patient noticed it was taking a long time to connect to the pump and the handset would show the screen was freezing at 90%. The patient stated they spoke to the physician about it and they were told "a lot of patients had been reporting the same thing". The patient does not have any other patient information.